Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology as per hospital protocol and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient was admitted due to recurrent dislocation of status post total hip revision done by dr. (B)(6). Dr. (B)(4) decided to revise the cup and liner to increase stability of the hip replacement. Dr. (B)(6) removed the liner and head and replaced them with a 10 degree hooded liner and a + 7.5 delta head.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported dislocation determined due to the minimal information received.

Event description:
Patient was admitted due to recurrent dislocation of status post total hip revision done by dr. (B)(6). Dr. N. Decided to revise the cup and liner to increase stability of the hip replacement. Dr. N. Removed the liner and head and replaced them with a 10 degree hooded liner and a + 7.5 delta head.